Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed functional tests. Both bail covers are broken.

Event description:
It was reported the epg (external pulse generator) displayed an error message stating it "did not pass test," and the light remained on. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.